Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu/erbe) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product associated with this complaint to perform failure analysis (fa). The iesu was found to energize and cauterize, and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the customer keeps having problems with bipolar. The customer clarified bipolar is not delivering energy. Prior to calling, the customer has replaced the force bipolar instrument, and the blue energy cable and power cycled the erbe generator with no change. A technical support engineer (tse) confirmed no related errors in the logs. The customer has used the top and bottom bipolar with no change. Tse suggested a 3rd energy cable which the customer replaced and ensured in the proper orientation with no change. Tse suggested a 3rd instrument and/or power cycle of the da vinci system but the customer opted neither at the current time. The procedure was completed as planned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional investigations were completed on the integrated electro surgical unit (iesu). During this evaluation, both bipolar sockets were closely examined for any defects that can be possibly contributed to the reported failure of " bipolar not firing". The issue could not be confirmed. While performing the pre check, all the sockets (bipolar & monopolar) passed the recognition and detection testing, as well as producing outputs within tolerance. No fault was found, and the unit is functioning as intended.